Event description:
The surgeon reported that the clear-cut blade failed to cut. There was a detachment of the descemet membrane that was treated with viscoelastic and air utilization at the end of procedure. Some corneal edema was present as well. The pt was treated and is being observed. Additional info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable info becomes available. This report was mailed to FDA on: 01/07/2009.